Manufacturer narrative:
Approximate age of device ¿ 4 years, 7 months. The device is expected to be returned for analysis. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that a driveline fault alarm occurred that was unable to be cleared. The system controller was exchanged to the backup and another driveline fault alarm occurred several hours later. The vad coordinator was not able to palpate any breaks on the external driveline, but observed that some of the silastic sleeve bunched and twisted easily. It was also noted that the patient¿s external driveline had multiple areas of rescue tape and had a previous clamshell repair. The patient was asymptomatic. The primary and backup system controller log files reviewed by the manufacturer¿s technical services representative showed that throughout the driveline fault alarms, the system controller supported the patient at the set pump speed. A submitted x-ray image showed an area of concern about 3 inches from the system controller end of the driveline. On (B)(6) 2017, technical services representatives performed an external driveline replacement procedure after which a low speed and pump stoppage event occurred when the patient sat up in bed. It was suspected that there was a compromised wire on the portion of the driveline internal to the patient. On (B)(6) 2017, the pump was exchanged. No additional information was provided.

Manufacturer narrative:
Approximately 15 inches of the distal end/external portion of the percutaneous lead (lead) was replaced on (B)(6) 2017 and returned for evaluation. Continuity and high potential testing of the returned portion of the lead did not identify any breaches to the wires that would have resulted in the reported event. The explanted device was then returned for evaluation. The device as returned assembled with the lead cut approximately 2.5 inches from the pump housing and the severed portion of the lead was returned in two segments. The severed pump-end and distal-end portions of the lead measured approximately 7 inches and 27 inches in length respectively. Continuity and high potential testing of the 7-inch, pump-end portion of the lead did not identify any breaches to the wires that would have resulted in the reported event. Electrical continuity testing of the 27-inch, distal-end portion of lead did not reveal any discontinuities or shorts. The shielding and bionate layers were removed, and examination of the underlying wires revealed a partially fractured orange wire, at what would be approximately 14 inches from the pump housing. The conductors of this wire were exposed. The fracture of the wire appeared to be the result of abrasion against the metal braided shielding due to repetitive movement of the lead in this area. There was no evidence of mechanical damage such as crushing or pinching. Pump function would have been interrupted as a result of the exposed orange wire conductors potentially contacting the metal braided shield and creating an electrical short to ground if the device was supported by the power module. The lvad system operates on a three phase motor, where each phase is powered by two redundant wires. The pocket system controller monitors the current in each redundant wire pair to detect open circuit conditions. When the pocket system controller compared the current in the orange wire to the current in its redundant motor phase wire, the pocket system controller would have exhibited the reported driveline fault alarms. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.